Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2014 to explant her generator due to bradycardia and syncope. The patient reported that her device was programmed off at some point which resolved her issues; however, when the device was programmed on, the patient almost passed out. The explant surgery was performed per the patient¿s request. The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Additional information was received stating that the generator was removed in (B)(6) 2015 due to bradycardia and syncope. Further follow up indicated that the patient developed hypotension and syncope when the vns was turned on. The neurologist mentioned that the vns caused bradycardia. Patient also has a chiari malformation but it is unclear if this is related. As patient needs to have a MRI of her head and neck for evaluation for her chronic headaches, patient underwent lead explant on (B)(6) 2015. The electrode coils remain on the nerve due to scar tissues). Patient had indicated to the surgeon that the device was shocking her even though the generator had been explanted previously in 2014.

Event description:
It was reported that the patient did not experience bradycardia or syncope. It was reported that the patient's device was explanted due to constant complaints of discomfort. The physician reported that the patient no longer wanted the device anymore because it was uncomfortable. The generator was explanted and the lead was left in place. Further follow-up revealed that the patient experienced worsened chronic migraines even at low settings. It was reported that there was no medication changes that could have caused or contributed to the worsened migraines.

Manufacturer narrative:
Age at time of event, corrected data: the supplemental report #1 inadvertently did not update this data. Date of event, corrected data: the supplemental report #1 inadvertently did not update this data.